Event description:
Related manufacturing reference number: 2017865-2021-33212. It was reported that the patient presented to the emergency room with a complaint of feeling ¿stomach jumping¿. Upon interrogation it was noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. The right ventricular (rv) lead exhibited high capture threshold. It was determined that the ra and rv were dislodged. Both leads were explanted and replaced. The patient was in stable condition.